Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment and cap had damaged threads, the battery cap coin slot was damaged, and the cap contacts were out of specifications. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was observe to have damaged battery compartment threads. The battery cap was unable to fully tighten to the pump due to damaged cap threads. The battery cap coin slot was observed to be striped. The battery cap contacts were measured to be outside of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.